Event description:
It has been reported that screening of image was not possible in spite of trying with both the pedals. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified issue with tube and hivo. The fse replaced and calibrated the tube and hivo. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.